Event description:
It was reported that there was high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1056t, competitor lead, implanted: (B)(6) 2008; 6940, lead, implanted: (B)(6) 1998. (B)(4).